Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the device was used to create and ileocolostomy. Three days post-operatively, the patient required an additional procedure due to a small leak. The issue was resolved with a suture. The patient has since been released.